Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch pbq383-8706h and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify the complaint, did the needle pulled off the suture thread or did the suture break? Did the issue occur during suturing (use on patient)? Device return status/follow up.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. The suture came out with the thread cut, detached from one of the needles. There were no adverse patient consequences reported.